Event description:
It was reported that the patient had high impedance on system diagnostics. X-rays were taken and reviewed by the radiologist who did not visualize any anomalies. X-rays have not been sent to manufacturer for review. The patient underwent full revision surgery on (B)(6) 2010. Attempts for further information and product return have been unsuccessful to date.